Event description:
On (B)(6) 2006, pt participated with the MFR mentor for a group study involving silicone breast implants, which she received bilaterally. Since the study began pt states that (B)(6). Pt was having symptoms off/on but begin to escalate around (B)(6) 2013. Pt c/o hair loss, ms like symptoms, ambulation difficulties ("like I was drunk"), back problems, inflammation, fibromyalgia, sharp "shooting pain", prickly pain, nausea, migraines, fatigue, urinary incontinence, hot/cold feeling in feet, dizziness, blurred vision, anxiety, increase in iop, tremors, peripheral neuropathy, and neurological symptoms. Pt states she "almost died twice", one incident on (B)(6) 2013 pt was hospitalized due to septic shock. While hospitalized she spent 7 days in ICU and 4 days in medically induced coma. Another incident where she "could have died", was when she was diagnosed with arachnoid cysts compressing her thoracic spine and caused her extreme blood pressure fluctuations. The doctor states in his 17 years of practice he has only has seen this type of cyst 5 times because it is "extremely rare", the cyst was removed on (B)(6) 2013. Pt states she has seen numerous specialist, and had numerous testing done in efforts to diagnosis her symptoms which she believes is attributed to the silicone breast implants. Pt was healthy, active, energetic model before the silicone implants. Now due to her symptoms she can not work, has an increase in her depression, on numerous medications, and has filed for social security disability benefits. Pt says her husband has to work two jobs in order to help pay her extreme medical costs. (B)(6). Pt does not want to give mentor the implant she wants to give it to someone that will do a study on them to help notify the public of possible side effects. Prior to silicone implants, pt had saline implants with "no problems". Pt switched to silicone implants on advice from her doctor.